Manufacturer narrative:
B3: date of event - aware date of 29mar2024 used as event date is unknown.

Event description:
It was reported a device failure to seal occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). During a routine follow-up examination a 6mm leak through the fabric of the closure device was identified. A secondary follow-up examination showed the leak had decreased in size to 4mm. No patient complications were reported.